Event description:
Customer complaint - limited data available. Customer stated that the device overheated.

Event description:
Customer complaint - limited data available stated device overheated. Threw it away. Does not have photos of device.